Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a left inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, at the fourth shot of the reload, the staples didnt fix. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
No visual damages were presented on the returned device that was used in medical procedure. Fire testing was not conducted because trigger was jammed. Device was disassembled to perform a deep inspection and straps were found inside cannula shaft. The latch was found deformed as indicative of it being detached from sled, that is why the internal cannula components were not sliding properly.